Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtain? Post-op bleeding and suture left undissolved. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. No medication. Could you please inform me if the 1st colposcope and 2nd colposcope were conducted due to the suture found in the patient? It's due to bleeding. What is the current status of the patient? Recovered and discharged. Please provide the lot number: unk. Important additional infomation: as the result of domestic investigation, suture removed from the patient was determined not to be vicryl but other manufacturer's suture device due to its structure of braid.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - additional information was received and it was reported that the event is not related to the device. Therefore, this medwatch report is being voided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the laceration that the suture was used during the c-section in 2019? On what tissue was the suture used? Was the c-section full term in 2019? If not, please provide gestational weeks. Where was the laceration during the vaginal birth in 2023? Was it cervical laceration? Please provide more details about the atypical genital bleeding? (Amount and source of bleeding) please provide a timeline of events? (Dates of c-section, vaginal delivery, genital bleeding, colposcope, suture removal). Was the suture piece surgically removed during the colposcope? What was the location of the suture piece prior to removal? Please describe any medical/surgical intervention required for this suture event including dates and results. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a c-section in 2019 and suture was used. Then, the patient underwent a vaginal delivery in 2023 and atypical genital bleeding occurred. In 2024, remained suture was found during 1st colposcope. At 2nd colposcope, the remained suture was retrieved from the patient. The patient status is stable after retrieving the suture. The patient is discharged from hospital. Additional information was requested.